Manufacturer narrative:
The manufacturer previously reported the device's internal battery was replaced to address a "service required" alarm condition. The device's detachable battery cable was replaced to address this issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the device speakers was observed. The speakers were reattached to address the issue.